Event description:
The customer reported that the system froze up and displayed an error code. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The generator interface board and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.